Manufacturer narrative:
The reported field event was not confirmed in the laboratory. Device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient presented during a follow up in clinic. Noise was being generated and visualized on real time electrogram. The noise was observed on both atrial and ventricular channels, but did not correlate very closely between the two channels. The leads were tested and found to be operating normally. Noise was sensed intermittently and was observed when interrogations were performed with three different programmers. The initial recorded noise event appeared to be more like electromagnetic interference (emi), but the characteristics of the noise changed later. Additional episodes of noise and inappropriate auto mode switch (ams) were noted on (B)(6) 2017. Patient was seen again in clinic and the noise was reproduced with inductive wand interrogation. The device image appeared to be corrupted and could not be reviewed. Patient felt an increase in heart rate when the device inappropriately mode switched; however, felt fine when the telemetry was ended. Patient was dependent and the device was functioning appropriately in real time. The physician elected to monitor the lead remotely and interrogate only using radiofrequency telemetry since the issue appeared to be of an inductive telemetry. Patient left the office feeling fine.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information states that rf was the only way to communicate with the device. There was no further noise noted. The device was explanted and replaced. The patient was stable.